Event description:
Pt's mouth was being swabbed by registered nurse when sponged tip came off of stick and was swallowed by the pt. Pt's o2 saturations went down and ems was called to home and pt was taken to the ER. Surgery (scope) was planned when sponge swab was extracted by suction catheter and alligator clamp.